Event description:
(B)(4). It was reported that post a stenting treatment procedure, a gastrointestinal bleed occurred. The patient presented at the time of the index procedure due to a positive stress test. It is reported that the patient has been taking aspirin (325mg) since 2009. The patient was treated with placement of a 3.0x20mm ion drug-eluting stent in the proximal left anterior descending artery resulting in 0% residual stenosis and timi 3 flow. The patient received a peri-procedural loading dose of 600mg of clopidogrel and was later prescribed 75mg of clopidogrel. The patient was discharged the same day. (B)(6) 2011, the patient experienced gastrointestinal bleeding which resulted in hospitalization. The physician describes the bleed as moderate in intensity. The patient was taking clopidogrel at the time of the event. Treatment of the gastrointestinal bleed is unknown. The physician' opinion of the relationship of the gi bleed to the ion stent is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).